Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va024gr, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The caller reported stimulation in the wrong location and the issue began 6-9 months ago ¿ sometimes when she was sitting in a chair or driving (especially) sometimes it would feel like it was pulling on her butt and leg muscle, ora gas bubble it will pull on leg and foot muscle more¿. It was indicated that it came on pretty suddenly. She felt it in different location. The patient had not had any falls or traumas. The patient had a loss of therapeutic effect and had a return of symptoms a little bit in the last 3-4 months. It had gotten bad again and her bladder started urinating on its own again and had loss of bladder control. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.